Manufacturer narrative:
Review of the instrument run data for analyzer sn (B)(4) showed 5 potential false positive results due to abnormal growth curves. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us filed a complaint when using the cobas® sars-cov-2 & influenza a/b test on the cobas® liat® system. Review of the instrument run data for analyzer sn (B)(4) showed 5 potential false positive results due to abnormal growth curves.. On (B)(6) 2021 sample 1: tested false positive for influenza b and sars-cov-2 on (B)(6) 2021 sample 2: tested false positive sars-cov-2 on (B)(6) 2021 sample 3 tested false positive for influenza b and sars-cov-2 on (B)(6) 2021 sample 4: tested false positive for sars-cov-2 on (B)(6) 2021 sample 5: tested false positive for influenza a. Additional information on the retest and the re-collection of samples was requested but not provided. It was indicated that the customer does not report results on flu a or flu b, only the sars-cov-2 result part of the assay. No harm is alleged. Of the 5 false positive results, only 2 were released: (B)(6) 2021 sample 2: tested false positive sars-cov-2 (B)(6) 2021 sample 4: tested false positive for sars-cov-2 five (5) mdrs will be filed.